Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. A technical support specialist (tss) received a call from the customer during restock, reporting that the screen had frozen on the count-back screen. The tss remoted in and restarted the application. After the restart, the customer was able to log back in and complete the restock. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that during restock, the screen froze on the count-back screen. However, there were no delays or adverse events or injuries reported based on this event.